Event description:
Complainant alleged that while attempting to cardiovert a pt, the device made a popping sound and smoked, the complainant alleged the device did successfully cardiovert the pt. Complainant indicated the pt was burned from the incident.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.